Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was not recognizing the lock after cassette is in place.

Manufacturer narrative:
Other, other text: device evaluation: one device was returned and visual inspection revealed smiths tampered seal label was missing, scratches found on lcd lens screen: battery door missing. Upon inspection, the problem was not duplicated other problem found. Device could not start due to air in-line error alarm. Recommend replacing air detector and also latch lock flex for preventive measure.

Event description:
Additional information received: no patient incident. Issue was found during testing.